Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact stated that the fluid leak occurred during an unknown phase of treatment. There were multiple air detected in cassette warnings during drains 2 of 5 of treatment and the treatment was cancelled. After ending the treatment, they were shutting down the machine and upon opening the cassette door there was fluid found. The patient¿s contact stated that the fluid leak must have occurred at some point during the treatment. The patient¿s contact confirmed that the bag was not leaking and confirmed that there were no issues with the bag. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler will be returned as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact stated that the fluid leak occurred during an unknown phase of treatment. There were multiple air detected in cassette warnings during drains 2 of 5 of treatment and the treatment was cancelled. After ending the treatment, they were shutting down the machine and upon opening the cassette door there was fluid found. The patient¿s contact stated that the fluid leak must have occurred at some point during the treatment. The patient¿s contact confirmed that the bag was not leaking and confirmed that there were no issues with the bag. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler will be returned as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.